Event description:
It was reported that a patient underwent a bilateral inguinal hernia repair procedure on (B)(6) 2012 and mesh was implanted. The patient developed pain and inflammation at the site of the right incision. He was readmitted to the hospital for cellulitis of the right incision. He was treated with antibiotics, wound drainage therapy, mirabilite and physical therapy. The patient has improved but is still currently hospitalized.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.